Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: according to the information received, a rupture and capsular contracture on left-sided implant were reported. During analysis of the sample it was observed to be ruptured. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Microscopic examination of the edges of the rupture did not provide conclusive evidence of what could be the root cause. The condition observed on the returned sample might be related to an excessive force applied to the device, this cannot be conclusively determined, as rupture is a known complication associated with these devices and is referenced in the product insert data sheet. A manufacturing record evaluation was performed for the finished device 5951739 number, and no non-conformances were identified. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: rupture, capsular contracture. Concomitant products: 400cc mentor memorygel breast implant ( catalog #: 3504001bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative left-sided rupture and capsular contracture. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implants ( catalog #:3504001bc, serial # for left: (B)(4), serial # for right: (B)(4)) on (B)(6) 2019.